Event description:
It was reported that during a CABG procedure, the surgeon used the aortic punch in usual manner. After using the punch, the surgeon noticed the anastomosis was an x shape and not a circular hole. The device was discarded and a larger punch (4.8mm) was used instead.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of supplied photo shows an irregular incision that is not circular. No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the punch is not cutting correctly. The cut was jagged. Attempts have been made and no further information has been provided.